Event description:
The patient reported that v-go fell off after 2-3 hours approximately on (B)(6) 2020. The patient confirmed that she cleaned the area and let it dry before putting the v-go. The patient confirmed that she avoids muscle, folded skin and bones. The patient indicated she is using v-go on her abdomen and changes sites.